Event description:
The patient reportedly experience no lock between the external equipment and the cochlear implant. A company representative met with the patient to perform device evaluation. External equipment was exchanged and programming changes were made. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. Surgery to revise the patient's device has been scheduled.